Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the implanted neurostimulators worked for a few days after being turned on (B)(6), but then patient wasn't getting any relief. Caller said they were trying to set up an appointment with medtronic representative, to come to dr. (B)(6) office, but patient was supposed to come home from the hospital yesterday, but in the process of getting patient dressed, they passed out and patient couldn't stand because of the pain in their legs and back. Caller mentioned they had an appointment for monday with rep at dr. (B)(6), but the patient wouldn't be able to make it. Caller thought they were going to put patient in a rehab facility, but they didn't know what they could do for patient due to the pain patient was experiencing from the spinal cord stimulation not working. Caller also mentioned the implant would lose its charge every day. Caller asked if rep could come to the hospital to help them figure out what was wrong and make adjustments accordingly. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas number for healthcare provider office to call.